Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: unopened samples were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of the representative samples, no defects were found on the package. The samples were opened and the swage and attachment area were as expected. The sutures were examined along of strand and no defects or breakage suture were noted. Functional test was performed on the samples and the tensile force met the requirements. Per the condition of the representative samples, no suture breakage was noted.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a toe amputation on (B)(6) 2018 and suture was used. During the procedure, the suture was breaking in the middle of the strand while tying knots. A second like suture was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.